Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for less than 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient condition was good.